Event description:
High bias was observed on multiple neonatal patient samples for direct bilirubin (d-bil) on an advia 1800 instrument. It is unknown if any discordant patient results were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to the high bias on d-bil results.

Manufacturer narrative:
The cause of high bias on d-bil neonatal patient samples is unknown. Siemens is investigating this issue.

Manufacturer narrative:
The initial MDR 2432235-2013-00074 was filed on march 4, 2013. Additional information (07/29/2013): a siemens global product support specialist (gps) contacted the customer site. The customer stated that they were not using the calibrator as per the instructions for use (IFU), and since correcting this issue the results are within acceptable range and specifications. The system is performing according to specifications. No further evaluation of this device is required.